Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log file was submitted for review, and a direct cause for the low flow alarms could not be conclusively determined through this evaluation. The account reported that the patient had deteriorating condition. The patient¿s left ventricle had collapsed, and the right ventricle was failing. The patient was taken for an impella placement due to the right heart failure on (B)(6) 2019. There was no output on the patient¿s ostomy bag and the patient¿s organs began shutting down. The patient¿s speed was decreased to 4300 rpm and the patient experienced intermittent low flow alarms. No chest compressions were performed and the patient was on placed on continuous renal replacement therapies (crrt) and continuous mandatory ventilation (cmv). The patient ultimately expired on (B)(6) 2019 due to multi-system organ failure and no autopsy was performed. The heartmate 3 lvas IFU lists right heart failure, renal failure, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient condition was deteriorating. Left side was not receiving much volume. Left ventricle (lv) had collapsed, right side failing. Patient was taken for impela placement to right side due to right sided heart failure on (B)(6) 2019. Low to no output on ostomy bag, late the week prior. CT to assess abdomen. Organs were shutting down. Patient had about 24 - 48 hours. Decreased speed 4300 flows dropping below 2.5 intermittently. She had no compressions now. Continuous renal replacement therapy (crrt) vent closed mitral valvotomy (cmv). The intensive care unit (ICU) reported that the patient expired on (B)(6) 2019. No further information was provided.